Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they changed site 4 times and customer was running high recently. The customer stated that blood glucose was in 400mg/dl range. The customer also reported blood glucose of 60mg/dl previously. The patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 392mg/dl. The customer reported that when this occurred he was in auto mode but then will get kicked out. The customer treated for high blood glucose with injections and pump. Based on customer report customer does not allege pump was under delivering. The customer stated that she has already taken several sets off and none of them were bent. The pump failed high pressure test but pump error occurred. The test was repeated and this time the pump passed. The customer declined to troubleshoot for low blood glucose. The customer got pump software error detected when high pressure test and forced battery change. Error table does not indicate the pump should be replaced. The pump passed selftest. The insulin pump will not be returned for analysis.